Event description:
It was reported that the second implant has been equal to the first which was no therapeutic effect since implant. It was reported about a year and a half ago, the hcp(healthcare provider) moved implant from right side to left side to see if it would help therapy, the patient said she had no change in therapy. It was reported about one month ago, the patient began feeling sensation of her leg falling asleep. The patient said she met with hcp last august and he told the patient there was nothing more he can do for her and she has another appointment with him this (B)(6), she said she will wait until (B)(6) to discuss. It was reviewed with the patient that they can choose to call hcp and report new symptoms and discuss patient¿s wish to explant ins. (Caller said she has diabetes and would rather have the implant taken out due to increased risk of infection with diabetes.)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports on 1/14/2013 the patient had an inadequate stimulator device trial period. It was noted on (B)(6) 2013, an advanced test check was scheduled for (B)(6) 2013. This was to check to see if the left side lead activation offered better symptoms control prior to removing the permanent lead with implant to the right side. It was reported that the permanent placement for the right side was performed on (B)(6) 2013. It was noted that the patient stage one stimulator device lead will be removed on (B)(6) 2013. Regarding the right side the patient states it was never effective in spite of having a successful test insertion so the permanent stimulator device will be removed. It was noted that the patient will have total removal of the right side and new stimulator put in on the left. It was reported on 2/7/13 the patient had set home unit to 3.4 the max setting since implant. Reprogramed to 4.0 and the nerve parameter discussed with the patient. The patient denies any improvement. It was later reported that the patient was doing well after implant. The patient did complains of some vulvar vaginal irritation. It was noted that incision site over the insertion was little bit red but does no look like cellulitis. On (B)(6) 2013, it was noted that the patient was back for reprogramming and reports no change in urinary symptoms since programming on (B)(6) 2013 and denies attempting increasing setting with home programmer unit. The patient was encouraged to do so based on increased urinary symptoms. The patient was set at 0 negative/three positive with increased setting to 4.6 amplitudes on (B)(6) 2013. It was noted that stimulation was comfortable. On (B)(6) 2013, it was reported that no change in symptom management. The patient was on program 1 at 5.0. The patient experiences 8 wet episodes per day requiring pad change with intense urgency. On (B)(6) 2013, the patient was on program 4 at 5.4. The patient reports no change in urinary symptoms since last programmed on (B)(6) 2013. It was reported the new implanted was not working, but it was clear the patient has never got the programmer out of the box. It was noted that the patient was noncompliant. It was noted that the patient was getting antibiotics. It was noted that the patient getting antibiotic for urinary tract infection but has not started medication the day of reported event date. On (B)(6) 2013, it was reported that the patient was never compliant and never used the patient programmer. It was noted that the patient had seen several healthcare providers and they have changed out the patient stimulator device system. It was noted that the patient finished the treatment for the urinary tract infection.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: programmer. Patient product ID: 3093-33, lot# va03sq1, implanted: (B)(6) 2013, product type: lead. (B)(4).